Manufacturer narrative:
(B)(4). Batch # n91c8y. Device analysis: the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for: " the 'max' and 'min' button was out of work ". The device activates when the max or min hand activation buttons were depressed. However, during functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The instrument was disassembled to inspect the hand button assembly for evidence associated with activation issues and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.

Event description:
It was reported that the max and min button was out of work. Changed to another one to complete the procedure. There was no report on patient injury.